Event description:
Ous MDR - after an implantation period of 13 months, it was reported that during a routine follow up it was observed that the ICD therapies had been deactivated. Furthermore it was reported that the patient received radiation therapy. At the moment, biotronik has no further information with regard to a revision procedure.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ICD functions to be as specified. The returned ram dump data from (B)(6) 2017 has been analyzed. The analysis did not show any anomalies. In particular the data documented that the device therapy functions were activated on (B)(6) 2016 and since then where never deactivated. Further inspection of the data confirmed that a magnet was applied on the device on (B)(6) 2017 at 12:11 o clock and 12:48 o clock during more than five minutes each time. Please note that when the magnet is applied for longer than five minutes, a warning message will appear on the programmer screen during the next follow up, as mentioned in the complaint description, asking if the therapies should be deactivated. This warning message on (B)(6) 2017 was most likely the root cause of the clinical observation. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. Based on the available data, the therapy functions have been active since (B)(6) 2016.